Event description:
The external pulse generator was returned to the manufacturer for preventative maintenance and calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device failed incoming tests; the main printed circuit board found out of electrical specification. Upper and lower cases and one side bail cover are broken.